Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7030-90, lot# 7753003181005, manufactured 01/09/12, expires 2015-02; ifuse implant, p/n 7035-90, lot# 8175003938011, manufactured 09/01/12, expires 2015-10; ifuse implant, p/n 7065-90, lot# i0510, manufactured 03/15/13, expires 2018-03.

Event description:
On (B)(6) 2014, the surgeon performed a left side si joint arthrodesis on the patient placing three ifuse implants. The patient awoke from surgery with radicular pain. A CT scan revealed that the first implant was impinging on the neuroforamen. On (B)(6) 2014, the surgeon performed a revision surgery where he placed a shorter implant anterior to the first implant and then removed the first implant. No other implants were adjusted or added. The hole from the explant was not filled with bone graft. The patient's leg pain completely resolved with some residual numbness and swelling.